Manufacturer narrative:
Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter was not snapped securely into the sensor pod. However, the transmitter and pump were unable to regain connection and the transmitter was replaced to resolve the issue. No additional patient or event information was available.